Event description:
During a post-implant follow-up, the right atrial (ra) lead was dislodged into the right ventricle. During the revision procedure, the attempts to reposition the ra lead were unsuccessful. The ra lead was explanted and piece of lead material was found in the helix. A new lead was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue with the steroid plug not located in the ID of the helix (steroid plug was either not returned or was potentially misplaced during decontamination upon return). Examination of images from the field of the plastic part that came out of the lead verified it to be the steroid plug. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.